Manufacturer narrative:
Intervention required not previously checked in b2. Patient not previously checked in g2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Patient called back and repeated previously documented information. Patient said from (B)(6) to (B)(6) 2024 their stimulator was giving them shocks on their neck and head and down to their shoulder blade and around the front toward their breast, so they turned it off. Patient said their shoulder was still sore from it. Patient said they had seen 5 different technician and nobody can get it to work on the right side at all. Patient said it was now causing pain in their liver and kidney. Patient said they will have the implant taken out by (B)(6), whenever their healthcare provider can do it.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported they were having issues with their stimulator and the issue began right away. Patient stated they saw 3 different people to get it adjusted to get rid of the shock it was giving them in the top of their neck and under their left shoulder and out into their boob. Patient noted they used the machine with 3 different technicians and they got it into their fingers and it was supposed to go up their body and get them rid of a headache or the pain in their back but it just kept shocking them even though they raised the needles up to their shoulder and they still couldn't get the shocking out of it. Patient also noted they were getting a shock where the battery pack was. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had 5 spinal surgeries in that area already so they didn't think they should have been implanted with the device. Patient mentioned they lived in (B)(6) for 6 months in the winter then back to mn in the summer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.